Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The distal segment of the returned guide wire was shaped in curve. For approximately 2mm from the distal wire end, the polymer jacket was found peeled off. Proximal to the polymer jacket damage, circumferential crack were found on the surface of the polymer jacket; this finding suggested that the polymer jacket was torn off due to tensile stress. Based on the obtained information and investigation outcome, it was concluded that the polymer jacket became damaged possibly by contact with the heavily calcified lesion. That damaged polymer jacket decreased sliding property of the wire surface inside the catheter lumen, and tensile stress applied along with wire removal temporarily stretched the wire coils so that the damaged polymer jacket was torn off. There was no indication of product deficiency. Reportedly, the polymer jacket fragment was not left in the anatomy; however, a possibility could not be completely ruled out that some portion remained in the anatomy because the polymer jacket fragment was not returned. Instructions for use states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi guide wire peeled off during a pci to treat a heavily calcified 75-90% stenosis in the rca #4. The guide wire was advanced followed by a microcatheter when resistance was felt with the microcatheter. The physician removed the guide wire from the vessel, checked the guide wire with his fingers, and noticed that the polymer jacket of the guide wire was peeled off. A new guide wire was used instead to resume the procedure. The pci was successfully completed with reestablished blood flow. The physician commented that there were no polymer fragments left in the anatomy so no additional intervention was taken. The patient was fine without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.